Event description:
The customer reported that the insulin pump had unresponsive buttons since the night before, but the time on the device was advancing. During the call, the customer mentioned being in the hospital due to low blood glucose of 45mg/dl. The caller stated that he did not change the basal rates and ended up with low glucose level. The customer stated that he was taken to the hospital by the paramedics. The customer has been released and feels better. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switches on esc and act buttons. Unable to perform the functional tests, including displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery test due to button/keypad anomaly. The insulin pump had a cracked reservoir tube, scratched display window and scratched case.